Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional information has been requested but not yet received.

Event description:
It was reported that patient had high impedances and was unable to enter MRI mode, the lead was wiped down and still was showing high impedances. A mltc was used and leads showed no impedance issue. As a result surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.